Event description:
It was reported that, "when opening the implant for surgery, the first seal was peeled off. There is a second seal that comes off separately, put both outer seal and inner seal stuck together and came off together. Rep decided not to use this implant, in case sterility was compromised, and used a different implant instead."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.